Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the helix was unable to be extended in the right ventricle (rv) even after rotating it thirty six times clockwise. The lead was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation and the visual summary analysis of the lead indicated damage at implant. The analyst also noted: the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.